Manufacturer narrative:
We were able to find a carelink profile based on pump serial number provided (B)(6). We were unable to recover snapshots or pump traces on the event date mentioned. Based on carelink report available on nov 11, 2025, we could see customer using different pump number (B)(6) than the one issue is reported for. No carelink report available on event date for the pump for which issue was reported. Conclusion: this issue is not confirmed as there is not enough data to determine root cause for the reported date. In general, the ngp has built-in defense in depth safety measures to keep the pump and its data secure. To maintain confidentiality, the pump will not pair to any device unless explicitly approved by the user. Ngp pump will only add successfully authenticated device to the ngp's device network. (See the assessment results in the attachment section.)] No blank display or frozen screen noted during testing. Pump was received with a critical pump error (open book image) alarm. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat due to critical pump error (open book image) alarm. Unable to test for keypad/button unresponsive and alarm-audio/vibrate anomaly/absence of alarm due to critical pump error (open book image) alarm. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. [Per freger, mark ¿ r&d engineer: open-book was generated since the internal flash memory test failed in the bootloader: 0x4d (error_main_intern_main_app_crc_e); pump error 20 (filenum/linenum=38/411) was generated since the external rom crc failed - suspecting the hw.] The following were noted during visual inspection: scratched case and pillowing keypad overlay. The sc1 cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump. Unable to perform the carelink upload due to critical pump error (open book image) alarm. The pump was received without a battery. No damage noted on the battery cap. Perform the history review 1 week prior to the event date 11-nov-2025 in the pump history file and found 1 pump error 20 on 11/05/2025 12:18:09.000, 5 failedbatttest (58) on 11/05/2025, 1 pump error 20 on 11/06/2025 04:31:09.000, 1 lostsensor1alert (780) on 11/06/2025, 1 pump error 20 on 11/06/2025 20:46:08.000, 1 nodelivery (7) alarm on 11/08/2025 03:55:55.000 (during bolus). Unable to test for pump error 20, failedbatttest alarm, lost sensor alert and nodelivery (7) alarm due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (24.9 mv). Removed the keypad overlay to perform a visual inspection. Found a flattened and cracked keypad dome switch on the select button. Unable to perform the functional testing due to critical pump error (open book image) alarm. Display anomaly-blank display not confirmed. Activation-keypad/button unresponsive unknown. Software error-cybersecurity - hacking allegation not confirmed. Alarm-aa99-critical pump error confirmed. Alarm-audio/vibrate anomaly/absence of alarm unknown. Alarm-a326-pump error 20 confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleged frequent black screen and system crash issues with the pump, including a complete freeze where none of the buttons responded, and the alarm continued sounding until the battery was removed. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was partially performed, and the customer switched to insulin pen injections and stated the pump was not damaged or exposed to water. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1886 was requested, and the customer responded that the device would be returned.